Manufacturer narrative:
Investigation summary. No product was returned. Device in wrong position (positioning issue): echocardiogram done. Impella position slightly deep. The cause of the positioning issue was unable to be determined due to insufficient clinical details. Access site adverse event: bleeding was after transfer to intensive care unit and act was still high. Unsure if bleeding was movement to the intensive care unit or activated clotting time issue, or if the act was just still high because there was not enough time for it to come down. The cause of the bleed was unable to be determined due to insufficient clinical details. Device history review. Device (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support during a percutaneous coronary intervention (pci). The impella cp was implanted without complications. After a successful pci, the impella was weaned to performance (p) level 2, however the medical team was concerned for possible decompensation from myocardial stunning, and the decision was made to leave the impella in overnight to unload the heart overnight. After arriving to the intensive care unit, it was noted that the impella access site was bleeding. Manual pressure was held, and the physician attempted to tighten the perclose sutures. It was noted that the bleeding slowed after tightening the sutures. The patient was transfused with one unit of red blood cells as a result of the blood loss. An echocardiogram was performed and revealed that the impella location was deeper than expected. The physician declined to reposition the impella as there were no other issues. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.